Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture was observed on the atrial lead. Atrial lead dislodgement was confirmed via chest x-ray. The lead was capped and replaced on (B)(6) 2020. The patient was stable during the procedure.